Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. The lot number was not provided by the user facility. All devices undergo appropriate testing and inspection per standard manufacturing processes to ensure the device meets specifications prior to release. Based on the limited information and no case images, the exact cause of the vessel dissection is unknown. There were no device deficiencies reported related to zoom 71.

Event description:
A 63-year-old male patient was found to have a large clot at the ophthalmic artery in the right internal carotid artery (ica). A femoral approach was attempted but aborted due to access issues. The patient was reported to have a loop into the right common carotid and a severe tonsillar loop. On the first radial attempt, access was obtained with a competitor guide catheter, however the catheter kinked and was removed. A second attempt was performed with a zoom rdl catheter over a competitor guidewire and competitor microcatheter. A zoom 71 catheter was then advanced into the ica, however was unable to pass the high cervical portion of the ica. The physician noted resistance and indicated the patient anatomy was severely tortuous. A stent retriever was advanced through the competitor microcatheter and zoom 71 catheter to the clot. The stent retriever, microcatheter, and zoom 71 catheter were then pulled back into the zoom rdl catheter without successfully removing the clot. Another attempt to remove the clot with the same devices was attempted with the zoom rdl positioned just past the bifurcation, however was unsuccessful. The stent retriever was then removed and the zoom 71 catheter was retracted into the zoom rdl catheter. Upon removal the physician noticed that the distal portion of zoom 71 catheter was still in the ica. The zoom rdl catheter was advanced to the distal portion of the zoom 71 catheter and a vac-lock syringe was used to successfully remove it. No patient sequelae were reported.